Event description:
Reporter indicated that vns pt has recently developed high blood pressure. It was reported that the pt's blood pressure was usually 110/70, but that recently it has ranged from 120-130/78-84. The pt's school nurse checks their blood pressue daily and has noticed that their blood pressure is higher when pt is anxious or agitated. Treating neurologist has referred that pt to their primary care physician for eval and does not plan any intervention at this time. The pt's family member indicated that the pt's seizures seem to have become stronger, but less frequent with the vns therapy and that treating neurologist has been cutting back on the pt's lamictal dosage and increasing the trileptal dosage. Treating neurologist indicated that the relationship between the hypertension and the vns therapy was unk.